Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from a male patient's right eye due to displacement. There was no incision enlargement, vitrectomy or sutures reported for this event. The replacement lens is reported to be another zkb00 iol.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 09/19/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformance with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.